Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead the guidewire was very difficult to remove from lead after deployment and helix fixation. The guidewire was able to be removed and the lead remains in use. No patient complications have been reported as a result of this event.